Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief attributed to lead migration. A revision procedure was performed and therapy was restored.